Event description:
The caller stated that she is using a 4dct tracheostomy tube which has a leak in the cuff. The pt is still currently using the tube. It was installed approximately one week ago. The leak was isolated to the cuff. The caller will replace the current 4dct once a replacement is received.

Manufacturer narrative:
No sample is expected to be returned for evaluation. Without the actual complaint sample being returned and the lot number of the product a full investigation cannot be carried out. If the sample is received at a later date and/or if significant information becomes available related to this report, a summary will be provided in a supplemental report.